Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 314.468 synthes lot number: 5225706. Supplier lot number: n/a. Release to warehouse date: 06jun2006. Expiration date: n/a. Manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service evaluation the customer reported the device was missing a piece. The repair technician reported the device was missing a spring. The cause of the issue is unknown. The item will be repaired per the inspection sheet and upon passing synthes final inspection, will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: document/specification review. Based on the date of manufacture: reflecting the current and manufactured revision were reviewed: holding sleeve: 314_468, rev h/c. Coil spring: e1047, rev. F/e. The device received is missing coil spring. Hence confirming the allegation.the holding sleeve for star driver shaft t8 (p/n:314.468, lot #: 5225706) was returned and received at us cq. Upon visual inspection, it was observed that the coil spring was missing from the device. No other issues were identified with the returned components of the device. Investigation conclusion: the complaint condition is confirmed for the holding sleeve for star driver shaft t8 (p/n:314.468, lot #: 5225706). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential root cause could be due to device use and sterilization. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set at (B)(6) site on an unknown date, a holding sleeve for stardrive screwdriver shaft was observed to be a missing a piece. There were no patient and surgical involvement reported. This complaint involves one (1) holding sleeve for stardrive screwdriver shaft t8. This is 1 of 1 for report (B)(4).